Manufacturer narrative:
Patient's weight was unavailable. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove a non-functional implantable cardioverter defibrillator (ICD) lead. A spectranetics 16fr glidelight laser sheath was utilized for the extraction. The superior vena cava (svc) was torn during the extraction. Rescue efforts commenced including sternotomy, and the lead was removed during open heart. Note: 4076 right atrial (ra) lead, rep believes, was taken out during the open heart along with the 0292 right ventricular (rv) lead, due to being potentially dislodged. Original intention was to just take out 0292 rv lead. The patient survived the procedure.